Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved determined that six (6) bands had deployed prematurely. The trigger cord, empty barrel, two-way handle, loading catheter and irrigation adapter were returned. Six (6) bands had deployed prematurely and not included in the return. During a visual examination, it was observed that the two-way handle was returned in the firing position. A knot was observed in the trigger cord approximately 17.5 cm from the proximal knot. The length of the trigger cord was measured between the knots and was within tolerance. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The string [trigger cord] had two (2) knots in it which made it too short to use, hence would not fit through the endoscope. This means the product never touched the patient. In fact [the device] never got loaded onto the endoscope. They used another to finish the case. There was no reportable information at this time. The device was evaluated on 08-jul-2019: there were no bands on the barrel or in the tray [premature band deployment] (subject of this report). This occurred prior to patient contact; there was no impact to the patient.